Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
The patient claimed that the up buttons required several presses to activate the desired pump functions. The keypad is reportedly intact .there was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4): evaluation revealed that the rubber keypad was intact. Evaluation revealed that the up arrow keypad button was intermittently unresponsive. The ok, down arrow and contrast keypad buttons responded appropriately. The keypad buttons have normal spring back or click. There was evidence of contamination found under the keypad buttons. Unrelated to the complaint, evaluation revealed a a discolored/faded display screen, which has no effect on insulin delivery function.